Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed, customer heard a clunking sound, and small metal beads fell out of the drawer. The drawer would only open about an inch and had to hold it closed to make it fail. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) troubleshot the issue with half height drawer 6.1, which was not on the bus, and found that the rails were damaged. The damaged rail on half height drawer 5.1 was replaced, and the drawer was rebooted, reconfigured, and successfully tested with the customer. The system functioned as intended after the field service engineer repaired the device.